Event description:
Information received by medtronic indicated that the customer reported crack on the insulin pump and damage pump. Troubleshooting was performed and it was reported location of damage is at battery side. No harm requiring medical intervention was reported. The customer will discontinue using the device and the device will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads. The pump was received without a battery cap. The pump was received with a critical pump error (open book image). Unable to perform the displacement test due to the critical pump error (open book image). The first attempt to download/upload using crest/thus was unsuccessful. The second attempt to download a xtest file and then upload the bootloader traces was unsuccessful as well. The case was cut open. The boards were wet as they were being taken out of the case. After visual inspection, there is severe corrosion just about everywhere on the back side of pcba1 and on the pcba2 j1 lcd flex cable connector/interface. The force sensor zero offset measured within spec = 23.8 mv. In summary, the customer¿s report of a crack in the case was confirmed during testing. The critical pump error (open book image) and the inability to upload are due to the severe moisture damage. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.